Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. As a result, the lead was successfully repositioned. Two days later, the lead had dislodged again. The lead was successfully repositioned a second time. The next follow-up revealed that the rv lead had dislodged a third time. This lead remains implanted and in use. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.